Event description:
Procedure: laparoscopic colectomy. According to the reporter: a converter was used for a scope of 5mm. However, when opening it after inserting and removing the scope once, the seal attached to the converter was detached. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).